Event description:
The customer reported that the system would not completely boot up. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an over-the-phone investigation. The customer was instructed to power down the system for a full two minutes. The system then booted up normally and was operating as intended.